Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the jaws not open ? Did the jaws not close? Was the jaws difficult to open and close?

Event description:
It has been reported that during an unknown procedure, the device was not working. Indeed, the jaws of the device would either not open or not close. The surgeon heard a cracking noise coming from the device at the beginning of the procedure. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # m92632. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.